Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as te pads itch their skin, patient has sensitive skin, irritation is not severe just itch a lot, there is a rash, no bleeding not open. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised changing garments daily for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.